Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had two sensors that would not insert in all the way due to the needle being bent. The customer confirmed that the issue was not with the cannula but rather the actual introducer needle. It was stated that the customer experienced high blood glucose levels of over 600 mg/dl the day prior and was very ill. The customer had to see her healthcare provider but was not hospitalized. The customer was treated with a manual injection and had ketones. Advised that replacement sensors would be sent. Nothing further reported.